Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the 1st om and one endeavor sprint drug eluting stent was implanted in the lad during the index procedure. It was reported that an angiographic complication of dissection occurred during the index procedure in the 1st om.